Event description:
The physician inserted the 110-4b in the or and the probe worked fine for about half an hour. The pt was then transferred and the physician believes that during the transfer they may have fractured the catheter btween the 5-6 cm markings, which rendered the catheter non functional. The pt needed to be monitored for icp, so the physician replaced the 110-4b with another catheter which then worked fine. No pt injury was reported. The lot number was not identified at this time. The catheter is expected to be returned for investigation.